Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight months, sixteen days following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted for an unknown reason. No additional adverse patient effects were reported.